Event description:
Customer's father reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 500 mg/dl. Caller stated that customer has been running high. Changed the infusion set and reservoir to try to decrease the blood glucose level. Diagnosed diabetes ketoacidosis. Customer's father stated that his daughter is back in emergency room again. The blood glucose reading are around 200 to 300 range. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.